Manufacturer narrative:
(B)(4). Date sent: 10/12/2016. (B)(4). The analysis found that one plee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the 1st firing the staples did not form correctly, however it was unclear from the surgeon what was meant exactly by "not formed correctly". Upon the 2nd firing of the device staples were malformed again, like goal posts, intermittently along the entire cut line with staples on the specimen side being more malformed than on the patient side. Each firing cut all the way. The procedure was completed using a like device. Peristrip buttressing was used. There was a slight amount of oozing which was resolved with cauterization. There was no patient consequence reported.